Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B53551) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions"), depression ("psychological or psychiatric problems"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems/eye problems") and tinnitus ("tinnitus") and was found to have weight increased ("weight gain/loss: gain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy partial, salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, vulvovaginal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, depression, migraine, fatigue, weight increased, alopecia, visual impairment and tinnitus outcome was unknown. The reporter considered alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, rash, tinnitus, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy in insertion date was (B)(6) 2014. Discrepancy in removal date was (B)(6). Most, if not all symptoms were decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patients social media record" medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B53551) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions"), depression ("psychological or psychiatric problems"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), visual impairment ("vision problems/eye problems") and tinnitus ("tinnitus") and was found to have weight increased ("weight gain/loss: gain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy partial, salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, vulvovaginal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, depression, migraine, fatigue, weight increased, alopecia, visual impairment and tinnitus outcome was unknown. The reporter considered alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic pain, rash, tinnitus, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy in insertion date was (B)(6) 2014. Discrepancy in removal date was (B)(6). Most, if not all symptoms were decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patients social media record" medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Lot number received. Medical device removal was deleted and replaced with new events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems, rashes or skin conditions, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, hair loss, vaginal pain, vision problems, tinnitus were added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tomorrow is the day/surgery at 1 pm') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had been scheduled for essure removal surgery tomorrow at 1 pm). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patient's social media record" medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2019: all the reference and source document were transferred from duplicate deleted case: (B)(4)(never locked). The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event "injury to herself" was updated to more specified event " medical device removal" was added. Reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.